Manufacturer narrative:
The reported event of high impedance and inability to test threshold were not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found a piece of metal clipping inside the connector region of the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during lead implant, the impedance of the lead was over 3000 ohms and the threshold values could not be tested. There were no adverse consequences reported on the patient. A new lead was implanted and the patient was stable before, during and after the procedure.